Event description:
The surgeon implanted a cc4204bf collamer plate lens but it split while being inserted. The incision was enlarged to remove the lens and sutures were not required. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not known by the facility.